Event description:
A correction has been made to the incident date to the date of the hospitalization date of(B)(6) 2016.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump received with intermittent esc, act, express button, up arrow and down arrow buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector. The insulin pump received with cracked case at display window corners. The insulin pump received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that buttons were not responding and were difficult to press since customer received insulin pump. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer reported that with previous pump there was an emergency room visit on (B)(6) 2016 with blood glucose of 698 mg/dl. Customer was treated with IV and manual injection. Customer was wearing insulin pump at time of emergency room visit.